Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This device will be evaluated by an external contractor. Once the investigation is complete, a follow up MDR will be filed.

Event description:
It was reported that the evacuation unit was having an electrical smell. The unit was getting power but there were no lights on the board. The event occurred during cleaning. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair record for intellicart evacuation unit serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On 23 april 2018, it was reported from york hospital pa that the unit was having an electrical smell. Unit was getting power, but there were no lights on the board. On 23 april 2018, replite was contacted about the unit and dispatched a service technician to be at the site. The technician arrived at the site and confirmed that the unit would not power up carts, and noted that there were no lights on the evac board. The technician replaced the evac board (part #70065 and lot code # 0027636) and then verified that the evac was functioning as intended. The technician then returned the evac to service without further incident. The device was tested, inspected, and repaired as per cl. Service work order (B)(6) on 23 april 2018. The root cause for the unit having an electrical smell and no lights on the board was due to a malfunctioning evac board. The evac board is responsible for issuing power to the evac unit, and a malfunctioning evac board could prevent the lights from lighting up on the board as well possibly produce an electrical smell. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the evac board was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.